Event description:
The customer's mother reported via phone call that the customer received a motor error alarm during a bolus. The mother was unsure if the customer received the full dose of insulin. Customer's blood glucose was 255 mg/dl. The mother could not recall any significant events leading to the alarm. The mother was unable to confirm if the customer was able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.